Event description:
It was reported that the patient had a left femur fracture 4 months ago. The patient had a non-union due to 50 percent re-occurrence for surgery from taking biphosphate. The patient had a revision on 08/05/2014 and the plate (part # 242.104) was discovered broken. . The patient had hardware removed and the insertion of a long tfn was placed during the second surgery. No fragments were generated and there was no surgical delay. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the implant was broken into two pieces with additional marks and scratches on the surface finish. The plate was broken at the third head hole of the part. Features at the location of the break were unobtainable. All other relevant dimensional features were measured and passed per the corresponding process documentation. The parts were evaluated with the current gage to the current inspection requirements and were found to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date: (B)(6) 2014, exact date unknown subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp proximal femur plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.